Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. When the nalu system was activated after the permanent implant, there were issues noted with intermittent communication between the implantable pulse generator (ipg) and the external therapy discs. After troubleshooting, imaging was performed and confirmed the ipg had been implanted beyond the recommended depth for optimal communication. A surgical revision was performed on (B)(6) 2024 to move the ipg to a more optimal position for communication and the system was activated on (B)(6) 2024.

Manufacturer narrative:
There are no indications of any system or component failure. The issues noted were present immediately upon attempting to activate the system, indicating that the ipg had been implanted in a sub-optimal position. No further issues are noted at this time after repositioning the ipg and activating the system.